Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 23 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. The customer stated that the insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.